Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 300 mcg/ml at "5 mcg/hr" (119.92 mcg/day) via an implanted pump. The pump logs were provided, session date (B)(6) 2020, showed a motor stall occurred on (B)(6) 2019 at 11:24 am and recovered on (B)(6) 2019 at 12:57 pm. Further information was not provided. No further complications were reported.